Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 5517f401, triathlon p/a cr beaded #4l, lot: ey66n 5536b400, tritanium bplate triathlon s4, lot: ctd27032 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: the patients left knee "was revised due to the patient¿s complaint of pain." Patient was revised. Spoke to rep, there were no intra-operative findings that would have caused the pain. Everything was well-fixed and looked good. A triathlon cr femoral component and tibial bearing, size 4 tibial component, and patella were revised to a ts knee construct with augments. Rep confirmed that no further information would be released by the hospital or surgeon.